Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non-recoverable alarm 64 (control processor). Walked through turning the arctic sun device off/on. Drained pads when they got a reservoir empty alarm. Difficulty getting good flow rate (fr) upon starting therapy. Disconnected and reconnected pads, straightened tubing, inlet pressure (ip) was -7psi, flow rate (fr) varying from 0.7lpm-1.2lpm. Explained relationship between heater capacity and flow rate (fr). If they get low flow alerts or patient temperature is too cold more in-depth troubleshooting will need to be performed. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c.

Event description:
It was reported that the nurse getting non-recoverable alarm 64 (control processor). Walked through turning the arctic sun device off/on. Drained pads when they got a reservoir empty alarm. Difficulty getting good flow rate (fr) upon starting therapy. Disconnected and reconnected pads, straightened tubing, inlet pressure (ip) was -7psi, flow rate (fr) varying from 0.7lpm-1.2lpm. Explained relationship between heater capacity and flow rate (fr). If they get low flow alerts or patient temperature is too cold more in-depth troubleshooting will need to be performed. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Walked through turning the arctic sun device off/on. Drained pads when they got a reservoir empty alarm. Difficulty getting good flow rate (fr) upon starting therapy. Disconnected and reconnected pads, straightened tubing, inlet pressure (ip) was -7psi, flow rate (fr) varying from 0.7lpm-1.2lpm. Explained relationship between heater capacity and flow rate (fr). If they get low flow alerts or patient temperature is too cold more in-depth troubleshooting will need to be performed. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.